Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer.acon will submit a follow-up MDR upon investigation completion.any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): when the customer performed both tests correctly with 4 drops in the sample well. Both test cassettes showed nothing next to the t-line, nothing next to the c-line. Customer said there were no results displayed. The customer could not send any pictures of the test cassettes; they were thrown away.